Event description:
In this case, it was reported that the prosthetic aortic valve was explanted after an implant duration of approximately 10 years and 5 months. According to the patient's op report, she presented with increasing shortness of breath and fatigability with echocardiogram showing severe aortic stenosis and moderate mitral stenosis. Therefore, aortic and mitral valve replacement was scheduled. There were no operative complications reported. The patient was discharged home in good ambulatory condition.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. No further actions are possible with the available information.